Event description:
Customer returned the device for evaluation and repair of an air leakage issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was noted that there is a deep cut, extending to the hard part underneath, on the pink coating of the probe unit. This is attributed to the device experiencing physical stress. This medwatch is being submitted for the reportable issue of the deep cut in the pink coating of the probe unit as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is a deep cut, extending to the hard part underneath, on the pink coating of the probe unit. This is attributed to the device experiencing physical stress. There is a darkening or abnormality in the ultrasound image. Other observations for the device: reduced angulation and control knob is loose. The user¿s complaint of air leakage was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was inspected prior to use. No impact on the patient, the procedure was performed using replacement equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and corrections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of damage to the device was physical stress such as dropping/handling issues. The event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations.¿ olympus will continue to monitor field performance for this device.